Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient with a proximal tibia fracture was implanted on (B)(6) 2013. Patient developed osteomyelitis and was returned to the o.r. On (B)(6) 2013 for removal of implants. During the removal procedure one of the screws was difficult to remove and the surgeon finally removed the plate and screw together. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.